Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with the first proglide device as no suture was attached. When the plunger of the second proglide device was removed, the suture was attached with the plunger needle; however, the suture was noted to be torn. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.